Event description:
It was reported that the insulin pump has a blank screen. Customer's blood glucose reading was 234 mg/dl. Nothing further reported.

Manufacturer narrative:
The insulin pump was programmed and monitored for two days with no blank display noted. All operating currents are within specification. Off no power alarm functions properly. The device passed self test. The device had minor scratched display, cracked battery tube threads, scratched case and cracked reservoir tube lip. No damage noted on connector isolation tape on lcd board.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.